Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer stated that the pump battery was not recognized after the change, and was ill. The customer stated that the location of the damage was at the display and case of the battery tube side. The customer reported a blood glucose value of 600 mg/dl when admitted to the hospital, and a current blood glucose value was 167 mg/dl. The customer experienced hyperglycemia, diabetic ketoacidosis, and was admitted to the hospital, and emergency medical services were dispatched. The symptoms the customer reported at the time of hospitalization event were confusion, feeling sick, tired, altered vision, extremity pain, and increased thirst. The insulin was administered while at the hospital, and was an IV drip for the high blood glucose and diabetic ketoacidosis. The customer experienced hyperglycemia and was discontinued use of the insulin delivery system. The event involved product(s) mmt-1880l, mmt-332a, and mmt-213a. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the battery cap damage, and the customer was advised to send accessories-1527 as a replacement for a battery cap. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-213a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device mmt-1880l will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5: updated summary. 2. Section h6: updated type of investigation, investigation findings, investigation conclusion. 3. Section h11: updated return status rationale. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.